Event description:
Medtronic received information that approximately thirteen months following the implant of this bioprosthetic valve, the patient presented with high gradient and was symptomatic. There was no evidence of infection of the valve. Fourteen months after implant, the valve was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at medtronic's quality laboratory, the stent posts were slightly distorted. The left cusp appeared to have been removed during explant. There were no tears or deterioration observed on the existing left cusp and/or right and non-coronary cusps. Remnants of pledgets remained on the inflow of the sewing ring adjacent to the right and non-coronary cusps. The right and non-coronary cusps were stiff but slightly flexible; intact. The commissures were intact. Glistening off-white pannus lined the existing sewing ring on the inflow, over the tissue and base stitching, into all inferior coaptive areas, and 1 to 2 mm onto all cusps slightly reducing the inflow orifice area. Remnants of pannus was noted on the outflow rail adjacent to the non-coronary and left cusps. Tan thrombotic host tissue partially filled and stiffened the right and non-coronary cusps on the outflow. Radiography showed a trace of mineralization in the right cusp. Conclusion: reduced performance of the valve is attributed to thrombus and host tissue overgrowth. These findings are generally considered a patient related condition.